Event description:
At 3:30pm pump bag was filled with 500cc of feeding fluid to be infused at a rate of 75cc/hr. At 6:30pm nursing noted 400cc had infused. The pump was stopped and replaced with new pump. The patient experienced some minor vomiting. Old pump was secured and checked by clinical ingineering. It found no problem with involved pump. Nursing claims settings were properly made.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-feb-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.